Event description:
Attorney's report of patient's alleged disability, pain and severe personal injuries. Mesh explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medical records received do not include product code or lot number information.